Event description:
Please see section h11 for device investigation results.

Manufacturer narrative:
Investigation findings: items returned for evaluation: delivery system (pusher) and 3x wdc-2. Items not returned for evaluation: web implant; the device remains implanted in the patient. The visual analysis of the returned items found the implant to be separated from delivery system; the implant was not returned for evaluation. Tested the returned device with an in-house controller and the returned controllers and all tries gave out green lights. The delivery system resistance was measured to be 71.2 (spec= 66-78), which is within specification. The heater coil section was dissected to investigate any obstruction that could possibly prevent the implant from detaching, and the heater coil was found to be stretched, which is an indication that the tether could have been caught in between the coil windings and caused the heater coil to stretch when the delivery system was pulled / retracted during the procedure. The heater coil showed signs of controller activation as indicated by the melted tether and pet. The returned controllers were evaluated and were found to be functioning as normal. See controller evaluations below: controller 1 investigation: the wdc-2 board voltage and firing duration was measured using an oscilloscope. When the wdc-2 was inserted into the test fixture, a green light appeared with normal audio output. Voltage: 11.3v (specification: 11.2 - 11.8v). Duration: 730.6ms (specification: 660 - 820ms). The wdc-2 board voltage and duration was found to be within specification. Controller 2 investigation: the wdc-2 board voltage and firing duration was measured using an oscilloscope. When the wdc-2 was inserted into the test fixture, a green light appeared with normal audio output. Voltage: 11.3v (specification: 11.2 - 11.8v). Duration: 737.4ms (specification: 660 - 820ms). The wdc-2 board voltage and duration was found to be within specification. Controller 3 investigation: the wdc-2 board voltage and firing duration was measured using an oscilloscope. When the wdc-2 was inserted into the test fixture, a green light appeared with normal audio output. Voltage: 11.6v (specification: 11.2 - 11.8v). Duration: 735.1ms (specification: 660 - 820ms). The wdc-2 board voltage and duration was found to be within specification. Investigation conclusion: the investigation of the returned web system found the implant separated from the delivery system, and the heater coil windings stretched. The implant was not returned for evaluation. The heater coil pet and tether were found melted, indicating that the device was activated using a detachment controller during the procedure; therefore, the damage to the heater coil windings likely occurred post-activation. The stretched heater coil windings are an indication that the tether could have been caught in between the coil windings and caused the heater coil to stretch when the delivery system was pulled / retracted during the procedure. The returned detachment controllers were found to function as intended and would not have caused or contributed to the reported event.

Event description:
It was reported that the physician treated a pca aneurysm with web. The first detachment controller showed a green light during testing. The physician placed the web very well and want to detach the web. He pulled a little bit back the microcatheter to get a gap between the pusher marker and the microcatheter. He started with the detachment. After 8 times of detachment tries, the physician cleaned the proximal pusher end and tried it again. Also, he tried to push the microcatheter against the web and pulled at the web pusher. Nothing happened. He tried again to detach the web. The controller showed different lights, sometimes green, sometimes red. The physician changed the controller. The 2nd controller didn´t show any reaction when he pushed the detachment button. He changed the controller again. After over 6 detachment tries with the 3rd controller and many manipulation at the web pusher, the web detached. There were no difficult angles at the vessels or other different anatomy situation. The patient was reported to be well off.

Manufacturer narrative:
A search for non-conformances associated with this part / lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The reported issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death.